Event description:
It is reported that the patient underwent a total knee arthroplasty. Subsequently, the lockdown screw disassembled.

Manufacturer narrative:
Information was received via published literature. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. As per the journal article, the evaluation of patient after 11.5 years after surgery showed disassembly of the screw securing the polyethylene insert to a tibial tray, with a cortical reaction around the tibial stem which was loose and displaced in varus. The radiograph evaluation in the article showed that despite screw mitigation, the patient symptom free. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/25952710.